Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia repair, when put through fascia, the device snapped. There was no patient injury.